Event description:
A customer reported experiencing a cartridge alarm with their insulin pump, specifically cartridge alarm 20, on multiple occasions with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support (cts) decided to replace the customer's pump with a model that includes updated software and advised them to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.